Manufacturer narrative:
Facility address shortened from (B)(6). Address 2 (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center did not display the image during set up/ inspection for use. There were no reports of patient harm.